Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right external iliac artery. A 7.0mmx40mmx75cm mustang balloon catheter was advanced to treat the target lesion. The balloon was initially inflated at 14 atmospheres, however upon second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed and no patient complications were reported. The patient¿s status was good.